Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent altitude alarms occurred across multiple cartridges while the customer was not outside of the labeled operating altitude range. There was no impact to customer¿s blood glucose level due to reported issue. Reportedly, the customer continued to use the pump for insulin therapy.